Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the field reported event of power-on-reset was confirmed in the laboratory. It is believed that the electro-cautery used during the explant caused the por and the hard reset. The device was tested on the bench and using automated test equipment and no anomalies were observed.

Event description:
It was reported that during a lead revision, cautery was used which had contact with the device. The device went into backup vvi mode. Although therapy was not turned off, the device did not detect any tachycardia and it did not load. This device was explanted and replaced.